Manufacturer narrative:
The sample that was reported in this event was not returned to the MFR as the customer had discarded the sample. Samples from the hospital's stock supply were evaluated by the MFR and the customer reported failure could not be duplicated.

Event description:
The company received info that suggested that a pt who was scheduled for a cricoidtracheotomy was intubated with a hilo endotracheal tube and that the 15mm connector came loose from the tube. The customer stated, that rather than re-intubate with another endotracheal tube, they performed the tracheotomy per their protocol. The customer did not indicate that there was any harm, change in therapy nor adverse clinical effect to the pt. The customer reported that they did not know the exact model of tube nor lot number, nor did they save the device in question, therefore the sample will not be returned to the MFR for further investigation.